Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly been lost to follow up. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.